Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture , pain, swelling, rupture, surgical intervention, device exposure. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with a mentor memorygel breast implant 600cc and suffered from capsular contracture, pain, swelling, rupture, impending implant exposure, surgical intervention. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500cc on (B)(6) 2020.